Event description:
Litigation papers allege: two months post surgically patient suffered the following personal and economic injuries as a result of the implantation with the asr, clicking, popping, and progressive pain and discomfort which negatively affected patients ability to walk, move and sleep.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege: two months post surgically patient suffered the following personal and economic injuries as a result of the implantation with the asr, clicking, popping, and progressive pain and discomfort which negatively affected patients ability to walk, move and sleep. Update: (B)(6) 2012 - the sales rep has reported the revision surgery. Patient was revised to address pain.

Manufacturer narrative:
Corrected: event/problem description, explant date. Depuy still considers this investigation closed.